Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels for several days. The blood glucose reading was over 500 mg/dl, and the customer found that the infusion set cannula had been bent upon troubleshooting herself. Two days later, the customer observed a blood glucose reading of 438 mg/dl, and noticed 3 white air bubbles in the tubing. She changed the infusion set, treated with a bolus, and resolved the issue. The most recent blood glucose reading was 286 mg/dl. She complained of excessive thirst, treating with manual injections. The caller was unable to complete troubleshoot during the call due to lack of extra supplies. She was advised to change the entire infusion set, reservoir, and insulin. Nothing further reported.